Event description:
It was reported that an ilet user experienced hyperglycemia after entering a dinner meal announcement, with glucose rising to approximately 300 mg/dl before returning to target range without intervention; the user is new to the ilet and the device is adapting to glucose patterns. Symptoms included transient hyperglycemia without ketone testing, without alarms, and without acute clinical effects. Outcomes included no medical assistance, no hospitalization, no backup therapy, no insulin suspension, and no reported long-term impact. Investigation included troubleshooting and education regarding expected glycemic variability during early adaptation. Investigation of this case revealed no device alarms and no reported device malfunction, with hyperglycemia of unclear cause that resolved spontaneously. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.